Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: g3, g6, h2, h6, h10. Multiple attempts to obtained additional information from the customer have been made without response. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely this event was caused by user handling. Since the balloon is lot-produced, the same phenomenon is expected to occur frequently within the same lot. The complaint history review did not confirm a trend. As a result, it is presumed that the event was caused by the balloon not being attached correctly, or the installation was not performed in accordance with the method described in the instruction manual. The instructions for use of maj-1351 was reviewed and the following description was given which can prevent the event: "[how to use] 1. Inspect the sterilization pack and the appearance of the balloon; 2. Attach the balloon to the tip of the ultrasonic endoscope using a balloon applicator."

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that the maj-1351 balloon was rolling off the end and not staying on the ebus (endobronchial ultrasound) scope properly. The problem, as reported to olympus, occurred during an ebus procedure. There was no patient injury or harm, associated with the problem, reported to olympus.